Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. They then monitored the iab central lumen via transducer. The patient was stable and the transduced waveform was clean and crisp. The customer wanted to know how to stop the alarm and were advised to remove the fiber optic cable from the console. There was no patient harm or adverse event reported.